Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the x-ray tube. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. No pt injury was reported.